Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; however troubleshooting was able to determine the cause of the alarm was due to a loose connection between the solution bag and the cassette tubing which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered bags were not properly connected as the connection between a bag and a line was loose. The patient was advised to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.